Event description:
It was reported that the patient received a transmission for back up vvi via merlin.net. Upon further investigation, it was noted that the back up vvi transmission was inappropriate. The device was not found I back up vvi. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.